Event description:
Patient reported that she noticed that her line was leaking and realized that the invision-plus connector was cracked and it was leaking from there. Patient put this connector on the line a week ago so she does not have the lot number. She did save the connector and will send it back to us. She changed the connector and has not had any problems with her breathing or other symptoms. The product number is rym-5000 made by rymed technologies, llc invision-plus. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: pah.